Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post valve/coronary artery bypass graft surgery the patient¿s right atrial (ra) lead exhibited increased threshold and decreased p-wave measurement. In addition, the right ventricular (rv) lead exhibited a sudden rise in threshold and decreased r-wave measurement. Both the ra and rv lead were reprogrammed. The ra lead is scheduled for a lead revision. The rv lead may also be revised during the ra lead procedure. However, both leads currently remain in use. The patient is enrolled in (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that both the ra and rv lead were explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead I ndicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead threshold had increased to failure to capture levels prior to intervention.